Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen did not came on. The customer¿s blood glucose was 7.9 mmol/l at the time of the incident. Customer stated the water came out from the insulin pump. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.